Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that a patient underwent left total knee arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2016 due to instability. During the procedure, the bearing was removed and replaced and a posterior cruciate ligament recession was done to loosen the knee in flexion.